Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4) - same meter, different test strip lot. Adverse event report is being submitted due to symptoms related to diabetes: polydipsia. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5). At the time of the call, the customer reported feeling very thirsty, medical attention was not needed at the time. The customer was using the proper testing techniques. During the call, a blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/16/2022 and test strips were opened two weeks prior to call.

Manufacturer narrative:
Sections with additional information as of (B)(6) 2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Testing of retention strip lot tested within specifications added most likely underlying root cause mlc-018: user has high glucose value.